Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the ion system generated a recoverable error. The error was recovered on the motion control console (mcc) touchscreen. The catheter was retracted, removed and then re-attached. The case was completed as planned. After the procedure, while transferring the patient, an unspecified bag was dropped according to the initial reporter. In addition, a post procedure pneumothorax was identified. As a result a chest tube was placed and the patient was admitted to the intensive care unit. On (B)(6) 2022, intuitive surgical, inc. (Isi) received and obtained the following additional information from the isi endoluminal territory associate (eta): the physician reported that there was bleeding observed from the incision at the chest tube insertion site. The patient, suddenly coded and the physician believed it was related to a cardiac event. On (B)(6) 2022, isi followed up with the physician and obtained the following information: it was reported that a biopsy was planned for a target lesion in the right upper lobe (rul). The physician reported that there were no issues with the biopsy itself and the procedure was completed. The physician was unsure if the ion caused or contributed to the pneumothorax because he had experienced some problems with the catheter connection to the system at the beginning of the procedure when a recoverable error occurred a couple of times requiring him to remove and reattach the catheter. After the catheter was reattached a second airway registration was performed. During navigation, a discrepancy between the navigational view and live view, indicating CT-to-body divergence, was observed. After the case, the patient went into cardiac arrest. The physician was called back into the or where chest compressions and one round of epinephrin were administered. The patient was successfully resuscitated and was doing fine until the patient was moved over from the operating table to the transport gurney. It was noted that the patient was intubated during the transfer. A stat chest x-ray revealed a moderate right pneumothorax. A chest tube (small 8.5 french catheter, pleural seal) was immediately placed, and it resolved 99% of the pneumothorax. The patient was prepared for transport when they went into cardiac arrest for a second time. Two rounds of epinephrin and atropine were administered followed by chest compressions, and then the patient was again successfully resuscitated. An arterial line was placed, and the patient was moved to the ICU and connected to a ventilator. The physician performed a bedside echo and observed that the patient¿s heart function was abnormal (depressed). The patient had multiple wall motion abnormalities and echo components spiked. The patient was extubated and put on intermittent bypass and oxygen. The physician clarified that when the chest tube was placed, the physician got only air and no blood. The catheter was advanced without any problems, but then started to get some blood out. It is unclear if the blood was observed coming from the catheter, ett, or chest tube. Over the next 24 ¿ 48 hours, 300cc of serosanguineous fluid came out. A blood transfusion was not reported. On (B)(6) 2022, the patient developed another pneumothorax. The physician¿s partner placed a standard chest tube, which got blood and air, and then the patient stabilized. It was reported that the patient lost 450cc of blood, possibly totaling a liter of blood and fluid. The patient was never hemodynamically compromised, and the pneumothorax resolved. However, the physician was not sure if the patient received a transfusion. The patient was not re-intubated but was on nasal cannula oxygen. The physician clarified that because the patient was on bypass, he wasn¿t sure if the patient developed more pneumothoraxes, the initial tube stopped working, or if it re-opened the original pneumothorax. The physician was called back in on (B)(6) 2022, due to the patient¿s chest tube backing out. The patient was stable and there was no new event. The tip of the tube was still in, but the side port was in the subcutaneous tissue. No pneumothorax was present, but blood/fluid was noticed in and around the lung. The physician called ir to see if they could do a CT-guided advance under the tube or to put in a different tube, and cardiovascular surgery was called to see if there was ongoing bleeding. The cause of the bleeding in the pleural space was believed to be either the biopsy, chest compressions, or the initial chest tube. The patient was reported to still be in the ICU and recovery is ongoing. On (B)(6) 2022, isi received and obtained the following additional information from the isi endoluminal territory associate (eta): the eta provided clarification regarding ¿the bag was dropped¿ from what was reported in the initial report. The facilities respiratory therapist (rt) believed that the ¿the bag was dropped¿ should have been ¿dropped the lung¿ also known as the pneumothorax. Received additional information regarding the patient¿s status. It was reported that on (B)(6) 2022, the patient was scheduled for a video-assisted thoracoscopic surgery (vats) procedure and then on (B)(6) 2022 the patient was bronched for a mucus plug. The on an unspecified date, the patient coded and was on a tracheostomy (trach) and percutaneous endoscopic gastrostomy (peg). The patient was in clostridioides difficile isolation. The patient was labeled as having ¿takotsubo cardiomyopathy.¿ this was believed to have to have contributed to the cardiac episode sustained post procedure. No additional information was provided. It was confirmed with the rt that the catheter sensor issue occurred before any biopsies were taken. It was reported that the error on the screen read ¿catheter sensor connection. Recover at control touchscreen. If persistent, move and reattach catheter.¿ the reporter indicated that the "they had registered, navigated, and used radial probe before the issue occurred. They did not take any biopsies before reseating the catheter and registering."

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no return material authorization (RMA) associated with this complaint. Also, there is no evidence or allegation that the ion system, instrument, or accessories devices caused or contributed to the post-operative complications. Therefore, there are no ion instruments, or accessories expected to return for evaluation by isi. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer, as of (B)(6) 2022. Review of the logs found that after the first procedure of the day was started and registration was accepted, there were several instances of the ¿bad sensor connection¿ message being displayed to the user, followed by one instance of the ¿catheter sensor interference¿ message per the wtn trace logs. Additionally, several instances of 23216, the catheter transitioning to inactive (passive mode), were observed in the error logs. Per the wtn trace logs, the system recovered each time from the catheter transitioning to inactive after the user clicked ¿recover¿ on the touchscreen. Logs indicate that following another ¿catheter sensor interference¿ message being displayed to the user, the 23003 error was displayed and the catheter was removed. The user clicked the recover button at the touchscreen, and the system successfully recovered from the 23003 error. The ¿catheter removed what would you like to do?¿ message was displayed to the user and the user clicked ¿continue procedure¿. Immediately following, the ¿incorrect assembly remove catheter. Fully raise arm carriage to attach catheter.¿ message was displayed to the user. The catheter was reinstalled on the system and failed engagement. The catheter was removed and reattached a second time. After reattaching the catheter the second time, the user re-did registration and continued with the procedure. A review of 2 videos provided by the customer was conducted by an isi clinical development engineer (cde). Video 1: based on the video review, the target is located in the lul apical segment. The user completes registration around the 4.5min mark and accepts the registration around the 5.5min mark. The user appears to have navigated close to the target around the 7.5min mark. The user retracts the vision probe partially, then advances it nearly to the end of the tool channel. The user makes minor adjustments with the catheter until ~9min4sec when they enter catheter only mode, removing the 3d airway tree and anatomy borders in the top monitor view and navigational view. The user spends around 1.5min localizing the lesion with radial ebus and making small catheter adjustments. There is a high drive force visible during radial ebus usage. A ¿catheter sensor connection: recover at controller touchscreen. If persistent, remove and reattach catheter¿ error is first visible at ~11min25sec, but is seen again at ~12min32sec, ~13min29sec, ~13min53sec, and ~15min10sec (while inserting the vision probe). Each time the error appears, the catheter appears to go into passive (limp) mode, as expected. The user takes a fluoro capture image ~12min mark between the first and second errors. After the fifth error, the user fails to recover it, and the catheter is retracted ~15min40sec. A ¿catheter sensor interference: recover at controller touchscreen¿ error is visible ~15min59sec, then the original ¿catheter sensor connection¿ error returns ~16min2sec. The catheter is removed (¿attach catheter¿ can be seen behind error on top monitor) ~16min15sec and an error code 23003 is seen immediately after. At ~17min10sec, the 23003 clears and a ¿catheter removed: continue on controller touchscreen¿ message is visible. Just after, there is an ¿incorrect assembly: remove catheter. Fully raise arm carriage to attach catheter¿ message visible. There is a ¿catheter engagement failure¿ message ~17min20sec. The catheter completes its tests ~18min15sec, the vision probe is inserted into the tool channel, then the recording is stopped at 19min3sec after placing the catheter into the ett. Note that there were no biopsies taken in this video; only the radial ebus probe was extended beyond the catheter tip up to this point. Video 2: the user re-registers and accepts the registration ~4min mark. The user appears to have navigated close to the target around the 8min mark. The user takes a shot of fluoro and it can be seen that the catheter is not aligned with the fluoro capture taken in video 1. The user adjusts the catheter under fluoro and puts out the radial ebus probe ~19min15sec. There is a high drive force visible during radial ebus usage. The user adjusts the catheter under fluoro and turns on catheter only mode ~10min55sec. The user puts out the radial ebus probe under fluoro ~12min and a high drive force is seen. The user begins biopsying with a needle (under fluoro) around 13min25sec and a high drive force is visible. The user extends the radial ebus probe under fluoro, then performs more needle biopsies under fluoro. Note that there is a high drive force visible when the radial ebus probe or a biopsy tool is extended beyond the catheter tip throughout the video; I will stop adding that detail at this point. The user turns the 3d airway tree view back on ~19min, and rotates the top monitor view around; it can be seen that the lesion appears to be close to the pleura. The user performs another needle biopsy, then checks the radial ebus signal. The user takes biopsies with various instruments (potentially a brush and/or forceps ¿ difficult to distinguish under fluoro) and checks the radial ebus signal many times until the catheter only view is turned back on ~36min. The fluoro is disconnected from the ion system ~41min30sec and ¿extend catheter guide¿ notification banner appears ~43min22sec. ¿arm adjustment: undocking clears registration¿ message appears ~43min25sec, then goes away a couple seconds later. The catheter is retracted ~43min43sec (spinning wheel can be seen in top monitor and navigational views), then the video stops at 43min48sec. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced cardiac arrest three times and required resuscitation. Additionally, the patient was found to have developed two pneumothoraces post-procedurally which were resolved with placement of a chest tube. Furthermore, although it was noted that the patient was never hemodynamically compromised, the patient lost 450cc of blood, possibly totaling a liter of blood and fluid. As of the date of this report, the patient remains hospitalized. The causes of the post-procedure complications are unknown.

Manufacturer narrative:
On 28-sep-2022 and 06-oct-2022, the intuitive surgical, inc. (Isi) received additional information regarding the reported event from the isi endoluminal sales associate (esa). Per the esa, the patient expired on (B)(6) 2022 due to complications. The ion endoluminal system was inspected by a respiratory therapist (rt) before set-up and no damage was found. The physician believes that the patient's cause of death was the result of multiple compounding factors which included: cardio myopathy, renal failure, obesity, endometrial cancer. When patient was identified to be going into renal failure dialysis was declined and requested to be put in comfort care. The physician believes that it was hard to definitively determine if the ion system was a cause or if other underlying factors ultimately caused the patient to pass away. The ion endoluminal lung biopsy procedure itself went smoothly and was completed with no complications intra-procedurally. However, after the ion system was undocked, the patient experienced complications. The patient suffered a small to moderate pneumothorax and then a cardiac event immediately following the procedure. A medical review of the event information provided was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following information was reported: ¿the etiology of this patient¿s death is multifactorial including acute renal failure for which dialysis was not performed per the patient and family¿s wishes. The initial pneumothorax resolved with chest tube placement and the patient was extubated. Then the patient decompensated in the context of bleeding and hemothorax associated with the placement of the chest tube. She ultimately suffered 3 cardiac arrest events during the course of the hospitalization along with a new takatsubo¿s cardiomyopathy, and acute respiratory failure superimposed on a background of multiple medical co morbidities including diabetes, endometrial cancer, stage IV ckd and hypertension. Given the available data the index ion bronchoscopy and biopsy was not the cause of the patient¿s death.¿

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrections: on 17-feb-2023, additional information was received from an intuitive surgical, inc. (Isi) clinical development engineer. Based on further review of the procedure video, the target nodule was located on the right upper lobe (rul) apical segment instead of the left upper lobe (lul) apical segment. An isi representative was not present for the reported biopsy procedure. An isi representative was made aware of the event and patient complications when informed by the attending physician. Please see section e and g2 for updates related to the source of information.